Event description:
It was reported by the customer's mother that the customer had a keypad anomaly on the insulin pump when they were changing the reservoir and filling the tube. Customer's blood glucose level was 9.8 mmol/l. Customer stated that the act button was jammed and now it does not click. Customer stated that the button works but it presses way too easily. It could bump up against something and it would advance to the next screen. Customer got the issue when they were filling the tubing. Customer was able to unstuck the act button, but now the button is loose. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches to the display window, scratched reservoir tube window and a cracked belt clip slot.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).